Event description:
As reported by the user facility: epidural catheter inserted by md prior to delivery. Baby delivered without problem, rn and md attempted to remove epidural catheter, md removed catheter but blue tip broke off and possibly remained in between vertebra. Tip of catheter is sterile. Md had x-ray done and follow-up with the spine specialist, no trauma at catheter site. Md discussed situation with general surgeon. Add'l info provided by the user facility indicated that the pt suffered no adverse sequela associated with this incident. She has reported that the pt has consulted with a neurologist and at this time surgery will not be performed to remove the retained tip. The sample has been discarded and the lot number remains unk.

Manufacturer narrative:
The actual sample was not returned to the MFR for eval and a lot number was not reported. Without the sample and a lot number a complete eval could not be performed. Based on the event description it appears that the catheter became lodged between two rigid body structures and was pulled beyond its design capabilities. However, no specific conclusions can be drawn. All available info has been forwarded to the MFR b. Braun melsungen for further eval.